Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. They have identified that solenoid manifold assembly is leaking and the ventilator needs to be re-calibrated.

Event description:
The customer reported that the ltv 1150 ventilator is auto triggering. At this time, there is no information regarding patient involvement associated with the reported event.